Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the initial procedure due to an optical defective. A scratch was noticed after implanting the lens and the lens was removed. The lens was replaced with the same model and size lens. During the removal of the lens, there was an incision enlargement. The patient is doing fine. There was no vitrectomy performed.

Manufacturer narrative:
Only adverse event box was checked in the initial MDR and is being corrected to checking the box: adverse event and product problem. Additional info: the device was returned to the manufacturer. Visual inspection showed that the lens can be identified as a tecnis toric acrylic 1-piece intraocular lens because of the type of haptics and the presence of marking holes. It can be seen that the lens was received torn. The lens condition is consistent with a lens that was removed from the patient¿s eye. Due to the received condition of the lens no further analysis was performed. The manufacturing record review was performed. There were no nonconformances with respect to the final product release process. The production order was not produced under deviation. There were no process and / or material changes within the production order. There were no nonconformances with respect to the sterilization process. The complaint related associated test is the cosmetic inspection performed at final inspection. The in-line optical inspection data showed that the lens was within specification in terms of optical and cylinder power; hence the lens meets the specified cosmetic requirements. There were no associated nonconformity materials reports or nonconformances. There were no associated nonconformity reports or deviations. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported or related to the initial report information when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.